Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced erosion. The device worked properly; however, during a follow-up routine, it was noted that the left cylinder had eroded through the meatus and was protruding from the body. Therefore, the physician decided to remove and replace the ipp at a single cylinder site. No additional patient complications were reported.